Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code, abnormal shutdown) was confirmed. Upon investigation, the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The inability to secure to a monitor caused the service code and the abnormal shutdowns. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's device was producing a service code and abnormal shutdowns.